Manufacturer narrative:
(B)(4). Component codes: mechanical (g04) - impactor. No devices or photographs were received; therefore, the condition of the components is unknown. Lot identification is necessary for review of device history record; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was fractured and needed to be replaced.